Manufacturer narrative:
Result: caster stems.

Event description:
It was reported by service report that the footend casters were not holding when the brakes were engaged. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.